Manufacturer narrative:
Additional patient identifier: (B)(6). Date patient reaction began is not known. This report is for six (6) unknown 2.7mm screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with titanium elastic nail (ten) on (B)(6) 2017 due to an ulna fracture. On unknown date patient developed a non-union, as well as redness and a small amount of drainage at the implant site. Inflammatory markers were done at that time with negative results. Patient was returned to surgery on (B)(6) 2018 for revision to a 2.7mm locking compression plate (lcp) plate and six (6) 2.7mm screws. On unknown date, patient again developed redness with a small amount of drainage at the implant site. Patient was again returned to surgery on (B)(6) 2018 where all hardware was removed. Patient¿s fracture was reported to have healed. Removal of the titanium elastic nail is addressed in (B)(4). This report addresses the reaction to and removal of the 2.7mm lcp plate and screws. Surgery was completed successfully with no delay. Patient reported in stable condition. This report is for six (6) unknown 2.7mm screws. This is report 2 of 2 for (B)(4).